Manufacturer narrative:
Device evaluation of electrode belt (B)(4) has been completed. The reported problem (damaged wires) has been confirmed. Upon investigation the trunk cable was severed and missing. The root cause for the missing trunk cable was physical abuse. No adverse event resulted from the defective electrode belt. Device evaluation of monitor (B)(4) has been completed. Upon investigation the monitor was unable to complete a baseline. The cause for the failure was isolated to a defective u612 inverting charge pump on the computer/analog pca. The root cause for the defective u612 component was the damage to the electrode belt trunk cable. No adverse event resulted from the defective monitor.

Event description:
A us distributor reported that a patient's belt had a damaged cable.